Event description:
The surgeon was harvesting a leg vein endoscopically when he requested for a new venapax. He stated the one he was using was cracked at the tip. Manufacturer response for venapax, venapax (per site reporter). The field representative was made aware and picked up the device.